Event description:
The patient was treated with a 755 nm laser for hair reduction. The treated area developed significant perifollicular erythema and edema, which was originally mischaracterized as bruising. Perifollicular erythema and edema are both well-known and documented expected transient side effects of laser hair removal treatments. The erythema and edema were managed using topical creams containing 2% hydrocortisone mixed with biafine and have resolved. The initial MDR was filed because it was believed that the laser may have malfunctioned and emitted significantly higher pulse energy than expected; however, the investigation has determined that the energy meter or energy detector head used by the fse who visited the site was measuring significantly different values for similar energies when delivered into different sized treatment spots, with the variance from nominal being monotonically higher for larger spots. The absence of any errors being recorded in the device's error log confirms that the device was functioning fully as intended during the treatment in question. Since the laser was functioning as intended, the initial serious incident report filed is hereby withdrawn.

Event description:
The patient was treated with a 755 nm laser for hair reduction. The treated area developed patches of brusing where the laser energy was delivered. The brusing was managed using topical creams containing 2% hydrocortisone mixed with biafine and is expected to resolve. The laser system was evaluated by field service, and the 755 nm laser output energy was determined to be 17% to 34.6% higher than expected. The laser system was recalibrated and subsequently met performance specifications.